Event description:
Event: (cc# 98-01102) the iab was inserted into the patient on 6/8/98 at 1:25 p.m. On 6/8/98 at 5:05 p.m., the iab leaked and the iab was removed. No second iab was inserted. On 10/5/98, datascope was notified that the "gas leak" alarm sounded from the pump. [Event complications]: none from the event - reported 9/2/98, 10/5/98. [Patient's current status]: discharged-rpt'd 9/2/98.